Event description:
It was reported an access port was placed initially without incident for chemotherapy administration. Approx 15 to 18 mos post placement the catheter was found to have torn. The port and catheter were removed successfully without incident. No further treatment was required and the pt's condition is good. The catheter was rec'd and evaluated. The catheter segment measured 37.5cm. The engineering eval indicated one end of the shaft appeared to have been fractured. This device was in place for 15 to 18 mos and no difficulty accessing the device was encountered prior to this incident. User technique during access, placement, subsequent motion and/or fatigue may have contributed to this event. Directions for use for this product state: "when introducing the catheter, using a percutaneous approach into the subclavian vein, care must be taken to avoid passing the catheter between the clavicle and first rib. Doing so may result in pinching and or shearing of the catheter...use 10ml or larger volume syringes for all sys procedures. The smaller the syringe volume the higher the pressure that can be generated. Do not exceed 40 p.s.I...improper assembly may result in catheter damage, leakage or possible disconnection. When properly assembled, the r-port's locking collar should be fully engaged into the outlet tube groove and catheter should be visible through the locking collar."